Manufacturer narrative:
Combination product: yes. Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
The screw was partially extended at the opening of the lead. The screw became caught in a tricuspid chordae, resulting in lead entrapment. It was impossible to deploy the screw, and traction on the lead was required for removal. A minimal post-operative pericardial effusion (<1 cm) was observed. Moderate to severe tricuspid regurgitation due to prolapse was identified, related to chordal rupture. A medico-surgical discussion was initiated to reassess the severity of the regurgitation and to evaluate a possible surgical indication. The lead was replaced.